Manufacturer narrative:
Philips service reset the power switch, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system cannot power on due to overpressure; protective circuit breaker activated on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.